Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: a battery was not returned with the pump for investigation. On investigation, the pump powered on and emitted a no cartridge detected warning during the prime, rewind and load step. This issue prevented product analysis from investigating the alleged temperature issue. There was visible moisture behind the display lens. Leak testing revealed moisture leakage due to a leak at a battery compartment crack. There was additional evidence of moisture throughout the inside of the pump. The pump was drawing high current during investigation while idle and in sleep mode.